Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a 2 month 3 day old female patient. The patient was diagnosed with pneumonia and was hospitalized in the neonatology department. (Customer provided reference range 0-15.6 pg/ml) initial result was 1140 pg/ml, repeat result was 1123 pg/ml the patient had an electrocardiogram test and no abnormal changes were found. A new sample was taken 3 hours later and the result was 900.5 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 phone number complete information: (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a 2 month 3 day old female patient. The patient was diagnosed with pneumonia and was hospitalized in the neonatology department. (Customer provided reference range 0-15.6 pg/ml) initial result was 1140 pg/ml, repeat result was 1123 pg/ml the patient had an electrocardiogram test and no abnormal changes were found. A new sample was taken 3 hours later and the result was 900.5 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 52314ud01 did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median values for the complaint lot was within the established limits and comparable with other lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect stat high sensitive troponin-I for lot 52314ud01. All available patient information was included. Additional patient details are not available.